Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However to determine an exact root cause a device investigation of the explanted device is necessary. Further technical checks are planned.

Event description:
It is currently unknown whether the user's hearing performance has been affected. An integrity test will be performed in (B)(6) 2024. No further information has been received.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It is currently unknown whether the user's hearing performance has been affected.